Event description:
It was reported by the company representative that he received a call from the doctor stating that he was needed in a case where a patient was non compliant in regards to eating an unauthorized food which fractured both plates on either side of the jaw which were implanted at an earlier date (original surgery date unknown, told 7 weeks previous).

Manufacturer narrative:
Investigation is in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed. The investigation shows that the plates broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition prevalent swinging lines of a fatigue breakage are visible to some extent. The root causes of the failures could have been one or repeated powerful dynamically overload of the fracture area of the plates. As stated in the IFU, ¿the surgeon should discuss the expectations of surgery inherent in the use of the product with the patient. Particular attention should be given to a discussion postoperatively, proper post-operative diet consisting of soft foods, and the necessity for periodic medical follow-up.¿ however, according to the reported event the patient had been incompliant eating unauthorized food which most likely caused the detected overload and subsequently led to the breakages of the plates. Indications for material or manufacturing related problems were not found in this investigation

Event description:
It was reported by the company representative that he received a call from the doctor stating that he was needed in a case where a patient was non compliant in regards to eating an unauthorized food which fractured both plates on either side of the jaw which were implanted at an earlier date (original surgery date unknown, told 7 weeks previous).